Event description:
The customer reported that the system shut down on its own and would not re-boot. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The printed circuit boards and connectors were reseated during the svc call. The power supply was checked and the software was re-loaded. The system was tested and found to be working as intended and put back into svc.